Manufacturer narrative:
Product complaint #: (B)(4).   Date sent to the FDA: 08/05/2021. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.     The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Were there any concomitant procedures performed? How was the perforation diagnosed? What was the size and location? Pictures available? Were there any other complications during the procedure? Were any abnormalities noted prior, during, or after the procedure? Describe any medical/surgical intervention for exposure including dates and surgical findings. Was any anomaly of the device identified? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and the mesh was implanted. It was reported that there was bladder perforation with mesh at dome. It was also reported that the patient had a six hour combined laparoscopic and vaginal surgery to remove mesh and repair bladder injury. Additional information was requested.